Manufacturer narrative:
(B)(4). Unit passed rewind and self test however, unit failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarm due to prime/seating anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had delivery anomaly. The piston was not pushing insulin. No harm requiring medical intervention was reported. The device will be returned for analysis.